Event description:
The user facility reported a 69-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support the patient experienced access site bleeding. Vascular surgeon performed femoral cutdown and purse string suture were placed. The bleeding was resolved and impella support continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding -major has been completed since the original report was filed. The root cause of the access site bleeding was most likely use issue since adding extra suture resolved the bleeding issue.